Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The lot number for the device was not provided, therefore, the device history records were not reviewed. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two years and two months after port placement; the catheter allegedly demonstrated a break on x-ray imaging. It was further reported that there was leakage near the port body. The port and catheter was removed; however, the distal segment remains in patient. There was no reported patient injury.

Event description:
It was reported that approximately two years and two months after port placement; the catheter allegedly demonstrated a break on x-ray imaging. It was further reported that there was leakage near the port body. The port and catheter was removed; however, the distal segment remains in patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one x-port w/ 8fr groshong catheter was received for evaluation. Visual inspection noted a complete circumferential break just distal to the port stem. The break was characterized by a portion of smoothing and a portion of granular rough surface. Therefore, the investigation is confirmed for the alleged break. The partially smoothed break surface suggests that the most likely root cause of the identified issue is flexural fatigue. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.